Event description:
The report received from the patient's family member through the medical affairs department indicated that approximately fifty-seven months after the index procedure, the patient expired. The patient had one cypher 3.0 x 23 mm stent implanted in the right coronary artery (rca) target lesion during the index procedure for an unknown indication. No additional information was provided. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.